Event description:
It was reported that during an esophageal stenting procedure, a partial deployment occurred. The lesion was located in the esophagus, however, which portion of the esophagus is unk. A jagwire of unk size was placed, and the ultraflex esophageal 18mm x 10mm stent delivery system was advanced without difficulty to the lesion. Upon attempting to deploy the stent, the deployment suture became tangled and was unable to fully deploy the stent. The stent remained partially "deployed with a part of stent flare" upon removal. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".